Event description:
It was reported that the pt requested explantation due to pain at implant site. The pt was a non-user. The pain was not dependent on device use. Surgeon noted that there may be a physiological component to pt's complaint.